Manufacturer narrative:
There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass. Adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 04-nov-2022 a spontaneous report from the united states was received via email regarding a female (age not provided) who used a thermacare lower back and hip l/xl heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer put on a thermacare lower back and hip l/xl heat wrap and the wrap came apart. It was clarified that the heat wrap came apart where the cloth connects to the heated part disconnected. No additional information was provided.